Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d154vrc, ICD, (B)(6) 2006; 6949, lead unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety.

Event description:
It was reported the right ventricular (rv) lead exhibited diminished r-waves and oversensing. The rv lead was attempted to be extracted. The possibility of the lead being completely severed was noted. It is unknown whether or not the lead was successfully removed. No patient complications have been reported as a result of this event.